Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: dtbx1qq, bi-ventricular defibrillator, (B)(6) 2013. 5076, implantable pacing lead: (B)(6) 2013. 4298, implantable pacing lead: (B)(6) 2013. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead was causing intermittent chest wall stimulation. The lead was repositioned. No patient complications have been reported as a result of this event.